Event description:
Device returned to MFR with report of "pt had loss of drug effect on continuous flow. Would get response with increased bolus. Dose was >900 mcg per day at revision - possible kink at pocket end. Potential cause not demonstrated on dye study. Potentially normal battery depletion." Follow up with hcp revealed that in 2000 pt had very brief relief from a bolus but effect was essentially absent. Tone was rigid - about a 5 rating. The reservoir volumes on refills were not noted - just persistent loss of drug effect. Post replacement of the device the pt had a good outcome with less tone in the lower extremities. Pt had additional complications of a csf leak and infection 3 months post op and device had to be explanted.